Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The patient was sleeping at the time of the shocks. An x-ray was done, and it was confirmed that the electrode was fully inserted into the header. Technical services advised some testing options. The local representative was able to test the system. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.